Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were unresponsive, specifically the act button. Troubleshooting found the customer had a button error alarm in their alarm history. The customer also stated they did not press their buttons for three minutes or longer. Customer's blood glucose was 202 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Able to see 0.0 when attempting to program a basal, bolus and fixed prime noted. No unexpected button error alarms noted. Intermittent button response (act button) due to corroded keypad traces noted. Minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.